Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear damage to the front cover of the enclosure, there were cracks to the front cover and water tank cover. The device also had an old line cord, printed circuit board (pcb), drain fitting, and pole clamp. It was also noted that the bumper was missing feet. Functional testing included performing an electrical test. The reported problem of leakage current being high was able to be replicated. The root cause of the reported issue was unable to be determine because multiple components could be involved. No repair actions were taken due to the age and condition of the device. A device history record (DHR) review was deemed not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device. UDI number and operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the leakage current is high. No patient injury was reported.